Event description:
It was reported that diagnostics indicated that the patient received the elective replacement indicator. It is unknown if this occurred prematurely. Surgical intervention was undertaken where in the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.